Event description:
It was reported the patient's device was in a power on reset condition (por). The por was resolved. The patient was able to successfully recharge their device. The cause of the por was not reported.

Manufacturer narrative:
Lead model 39565-30 serial # (B)(4); extension model 3708140 serial # (B)(4); extension model 3708140 serial # (B)(4); programmer 37743 serial # (B)(4); recharger model 37752 serial # (B)(4).